Manufacturer narrative:
Due to character restriction, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had upper display in a different color than normal. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d5, e2, e3, e4, g1(contact person ¿ mfg site), g2, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d10, e1(event site name, event site city). Due to character limit in e1 (event site name: (B)(6) center 1 - health center). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that display and front stickers must be replaced. The repair has not been performed. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.